Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting non-capture. A chest x-ray confirmed that the lead had dislodged and pulled back into the right superior vena cava (svc). The patient had also complained of a thumping sensation when lying on their side. The lead was programmed off and was subsequently explanted and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting non-capture. A chest x-ray confirmed that the lead had dislodged and pulled back into the right superior vena cava (svc). The patient had also complained of a thumping sensation when lying on their side. The lead was programmed off and was subsequently explanted and replaced. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: follow up number 001. Aware date = 17-dec-2021. If information is provided in the future, a supplemental report will be issued.